Manufacturer narrative:
(B)(4) catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. A slight bend was noted in the stainless steel handle and the outer sheath was stretched for a distance of 55mm from its proximal end. It was also noted that the distal end of the outer sheath was partially covering the tip. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the rectum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with colon cancer. The indication for the stent placement was for treatment of an intrinsic tumor 20cm distal to the rectum. The patient¿s anatomy was reported to not be tortuous. No visible issue was noted to the device. During preparation, outside the patient, the physician attempted to deploy the stent; however, the no part of the stent could be deployed. The procedure was competed with another the same device. There were no patient complications as a result of this event. The patient¿s condition was reported to be fine post procedure. Based on the evaluation findings, which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.